Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin had missing end cap sticker, scratched lcd window, broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube and missing address and serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime. The customer stated that the piston continued to move forward after making contact with the reservoir. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.